Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.6 inr/1.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.